Event description:
It was reported that the lead had varying and high impedance. It was also reported that high impedance could not be reproduced with pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. - high resistance/impedance - the patient alert for out of tolerance sub threshold lead impedance on (B)(4)-2011. There was trend data showing varying impedance and an abrupt increase for max atrial pace bi-impedance equal to 494 to 4047 ohms range between (B)(4)-2011.